Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs trial lead, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000128719.

Event description:
It was reported during a trial implant on (B)(6) 2022 the anesthesiologist had difficulty accessing the airway and IV. As such, the case was abandoned. Investigation was unable to determine which of the devices attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: 4582 - no clinical signs, symptoms or conditions should have been: 4580 - insufficient information.